Event description:
It was reported by the customer that a pyxis medbank system had a broken keylock and temperature probe. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager had fallen from the refrigerator and temperature glycol sensor was broken. A field service engineer reattached smart remote manager and replaced the glycol temperature sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.